Event description:
Patient experienced a thrombotic event resulting in acute myocardial infarction (ami). This event occurred approximately 31 months after having a 2.5 x 18 mm cypher stent implanted in the first diagonal branch in the setting of an ami. This pt was admitted to the hospital with a chief complaint of acute myocardial infarction (ami). The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, in the first diagonal branch. Details of the index procedure are not known because the patient had the stent implanted at a facility in another country. A 2.5 x 18mm cypher stent was deployed to the diagonal site. The patient was discharged on aspirin (150mg/day) and plavix (which was discontinued after three months).